Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, restenosis occurred. The patient presented with complaints of chest discomfort and was admitted to the hospital. The following day, the patient was brought to the ccl where a discrete lesion was identified in the distal posterior lateral branch (plb). Balloon angioplasty was performed and a taxus express2 2.5 x 16 mm drug eluting stent was implanted, reducing the lesion from 80% to 0%. No complications occurred. Four months later, the patient presented with left arm pain and tingling. Medications included plavix. A stress echocardiogram was positive and the patient was brought back to the ccl the following day, for a repeat cardiac cath. The stent was visualized in the distal plb. Severe diffuse in-stent restenosis of 99.9% with subtotal occlusion of the posterolateral artery was discovered. Distal to the stent, the posterolateral artery was a very small vessel. The physician indicated that the patient was not a suitable candidate for repeat intervention because of the very small nature and distal nature of the disease. The plan was to treat the patient medically. No further complications were reported.